Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4) used to capture surgical intervention and medical device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 the patient underwent a removal of the femoral neck system (fns) devices due to a cut out. The patient was initially implanted with the reported devices on (B)(6) 2019. During the procedure all of the fns implants were successfully removed and patient was then revised to a hemiarthroplasty. The procedure was successfully completed without any surgical delay. Patient status was unknown. Concomitant devices: fns plate (part # 04.168.000s, lot # 5l62330, quantity 1), locking screw (part # 412.214s, lot # 3l25990, quantity 1). This report is for one antirotation screw for femoral neck sys 90mm length - sterile. This is report 2 of 2 for (B)(4).